Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2021-05525, 2210968-2021-05526. Appropriate term/code not available (g07002) used to capture no findings available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue )? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? How was case completed? Any adverse patient consequences and what medical/surgical intervention was performed to manage them? Procedure date? Are samples being returned for evaluation?

Event description:
It was reported that a patient underwent an facelift procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. No additional information has been provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qdbdru, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: one opened box with ten unopened packets of product code xcw1610t12 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related no defects were observed during evaluation. Functional test was performed, and the pull force meet requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Visual analysis of the picture received determined that an overwrap of product code w1610 could be observed. The condition reported could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue )? Removal from package. Was the needle removed from the patient during the same procedure? Yes it¿s the same procedure. What tissue/location was suturing when pull off occurred? Face skin. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. How was case completed? Doctor use w1610t another box.. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? No. Procedure date? (B)(6) 2021.